Manufacturer narrative:
(B)(4). Per the customer, the sample is not available for evaluation. Baxter is in communication with the customer to obtain the lot number. Should the sample and/or additional information be received, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that an infusor leaked inside the housing. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. The lot number was not provided. Therefore, a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.